Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate high voltage therapy for atrial flutter with rapid ventricular response. The device was reprogrammed. Later, the device was explanted and replaced. No further information was available.

Event description:
New information notes the device was explanted due to normal change out and was not explanted due to inappropriate therapy.